Manufacturer narrative:
A complete analysis and testing of 4 opened and used sensors. All of the sensors failed per specifications, 2 due to low readings, 1 for high readings and the reaming sensor failed due to no isig readings detected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer stated their high blood glucose was caused by incorrect insertion of their infusion set. The customer also reported sensor error alerts with their sensor. Customer's sensors will be replaced. No additional information provided.